Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed the harmonic ace instrument tip was broken. Troubleshooting was performed by replacing the harmonic ace instrument to a backup instrument of the same kind. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the harmonic ace instrument tip was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measuring approximately 0.43" x 0.10" was not returned. Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding physical damage was confirmed by failure analysis.